Event description:
Reporter alleged obtaining the results of 506 mg/dl, 314 mg/dl, 191 mg/dl and 174 mg/dl back to back within 10 minutes on the aviva system. Reporter stated he took his normal second dosage of metformin around 35 minutes prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.